Event description:
No suture attached to anchor, therefore an anchor was placed into the pt and was unusable as intended. The anchor could not be removed, and another suture anchor had to be placed to perform the procedure.